Event description:
It was reported that two (2) large volume folfusors leaked within the pouches; approximately 4-5ml of liquid was in the bags. This was observed during preparation, prior to patient use. The devices contained fluorouracil and saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between november 11-12, 2025. H11: the actual device was not available; however, photographs were received for evaluation. The returned photographs were reviewed, and they showed fluid inside the bag which contained the device which suggested that a leak may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.